Event description:
It was reported that a physician trained in the use of the preclose proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the marker lumen did not return blood, and it was suspected that adipose tissue may have been clogging up the marker port. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that all the components were in pre-deployed position. During initial testing of the luminal marker, it did not mark as reported. The device was disassembled and excessive dried blood and other biological matters were found occluding the marker lumen. This is consistent with the reported experience that it was suspected that adipose tissue may have been clogging up the marker port. Based on the investigation findings, the root cause for the blocked marker lumen is due to blood clot or other biological matters. No manufacturing or quality issues were detected. Review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.